Manufacturer narrative:
Updated data: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following implantation of an evolut r transcatheter aortic valve, the patient was hospitalized for chest pain. It was noted that the patient had an respiratory infection three months prior on antibiotic medication and had been deteriorating for the past two months and has had difficulty breathing. The patient had a previously implanted 23 millimeter (mm) medtronic mosaic surgical aortic valve. Computed tomography identified thrombus on the valve leaflet seen in the sinus of valsalva (sov) and in the non-coronary cusp (ncc) leaflet. An aortic valve mean peak gradient of 28 millimeters of mercury (mmhg) and an aortic valve max velocity above 3.3 meters/second(m/s) were reported. Moderate pulmonary hypertension was also observed. The patient was reported to be in need of a new valve but treatment has not been reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient at discharge was 20 millimeters of mercury (mm hg). Subsequently, anticoagulation medication was provided and it was planned for the patient to undergo a valve-in-valve procedure.